Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer checked the drawer and was unable to find any issue tested cubie and everything works fine. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es main drawer failed to open and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.